Manufacturer narrative:
The device was returned to the service department of olympus (B)(4) the inspection confirmed that the device was severely damaged. Since the device was manufactured more than 15 years ago, olympus medical systems corp. (Omsc) could not confirm the device history record. Omsc considered that the following should be noted in order to avoid the device falling. Place on a level, stable surface. Do not place the device near the end of the installation stand. Carry the device with both hands. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device fell and the case was damaged. Also, the lamp access cover latch was damaged and the lamp access cover could not be closed, therefore the device could not be turned on. There was no report of patient injury associated with this event.